Manufacturer narrative:
The patient¿s meter has been returned on 2/10/2015 and evaluated by lifescan product analysis on 2/12/2015 with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014 lay user/ patient contacted lifescan (lfs) and alleged their ot verio iq meter read inaccurately high compared to another meter. The complaint was classified based on the customer care advocate (cca) documentation and customer care advocate (cca) following-up with the patient. The patient reported on (B)(6) 2014 at 1pm they obtained an inaccurate high result of ¿123 mg/dl¿ with the subject meter and ¿86 mg/dl¿ with another meter (ultra vita), performed within 30 minutes. Based on statistical methodology, the calculated difference of these glucose results does exceed lifescan¿s criteria for accuracy. The patient manages her diabetes with insulin (no adjustments). The patient confirmed that she took her normal dose of medication (including sliding scale) before eating in response to the product issue on (B)(6) 2014. The patient claims she developed symptoms of ¿shaken, high heart beat rates and seeing light flashes in her eyes¿ immediately after the product issue. The patient alleged contacting his/her doctor who advised her to contact lifescan. The patient denied receiving medical treatment due to the product issue. At the time of trouble shooting, the cca confirmed the subject meter was set to the correct unit of measure, the test strip were not open past their discard or expiry dates and the test strips were stored correctly. The cca was able to walk through a retest the control solution test failed. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a severe low blood glucose excursion after the alleged product issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ (02/10/2015). The patient¿s test strips have been returned on 1/26/2015 and evaluated by lifescan product analysis on 1/30/2015 with the following findings: the test strips involved with this complaint failed testing. The test strips were found to have results above range when tested with control solution. Additional tests were performed on the test strip vial and the desiccant to check the structural integrity and for possible moisture issue. The structural integrity of the test strip vial was found to be intact during a gross leak test. The desiccant within the subject vial was found to contain more moisture than expected from normal use (as per product labelling) and failed tga testing. The retain test strips also passed all testing. The DHR shows that the subject meter was reworked to resolve a software issue related to the verio recall (correction # 2013-ie-017) prior to being distributed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.